Manufacturer narrative:
Received 1 used set of 4 arcticgel pads only. Initial visual inspection noted no obvious defects. The pads were reviewed and noted evidence of being used, the trim pattern on all four pads was found to be correct, the energy connectors were found free of damages and presented a good connection. Per functional testing the pads were submitted to the flow rate test with the arctic sun machine model 2000. The pad¿s were connected to the arctic sun machine model 2000 for 10 minutes and the water immediately started flowing to the pad without any problems. Left chest pad: a total of 2.54 l/min m2 of flow rate were registered during the test; left thigh pad: a total of 1.59 l/min m2 of flow rate were registered during the test, pad was noted to be crushed; right chest pad: a total of 1.75 l/min m2 of flow rate were registered during the test, pad was noted to be crushed; right thigh pad: a total of 3.50 l/min m2 of flow rate were registered during the test. According the test method, the flow rate is unacceptable on the left thigh and right chest pads that were noted to be crushed, the others pads were found acceptable for this product. Flow rate must be above 2.4 l/min m2. The reported event was confirmed as manufacturing related. The lot number is unknown, therefore the device history record could not be reviewed. The instructions for use states the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the pads gave low flow and had to be replaced.